Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or test strip insertion. Customer further reported that on (B)(6) 2017 at 8:15 am after eating breakfast he started ¿sweating¿, which lasted for two hours, but because the meter would not turn on he self-presented to an emergency room. At the hospital a reading of 231 mg/dl was received on an unspecified hospital device, but no treatment was rendered. Customer was advised to buy a new blood glucose meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or test strip insertion. Customer further reported that on (B)(6) 2017 at 8:15 am after eating breakfast he started ¿sweating¿, which lasted for two hours, but because the meter would not turn on he self-presented to an emergency room. At the hospital a reading of 231 mg/dl was received on an unspecified hospital device, but no treatment was rendered. Customer was advised to buy a new blood glucose meter. There was no report of death or permanent injury associated with this event.